Event description:
Complainant alleged that the device successfully delivered one discharge of energy to the patient (age and gender unknown); however, while attempting to defibrillate the patient a second time, the device failed to discharge via the attached electrodes. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.